Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to enter the ipg to MRI mode due to high impedances on their leads. During the procedure on (B)(6) 2024 the left l1 lead was explanted, and the right l1 lead was discovered to be fractured. Further surgical intervention may be pending.

Manufacturer narrative:
B3: event date is estimated.